Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt could not feel her stimulation, and the system displayed a low battery flag. Follow up identified the physician wanted to schedule surgical intervention to address the issue.